Manufacturer narrative:
The product was not returned for failure analysis / laboratory testing. It cannot be ruled out that the product may have possibly caused the event.

Event description:
This was a spontaneous report from an attorney concerning a female consumer (age unspecified). The customer applied bengay moist heat therapy pad (no active ingredient) (dose, frequency, date, and indication unspecified). On an unspecified date, she sustained a burn. As of (B)(6)-2009, product use and the outcome of the events were unk. This case is serious (medically significant).